Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated reason. Upon device interrogation, the right ventricular lead exhibited high capture threshold and increased impedance. No intervention was performed. The patient was hospitalized and was stable.

Event description:
New information received on 01/24/2019 indicating that the patient presented for lead revision procedure on (B)(6) 2019 and the lead was capped and replaced. The patient was stable post procedure.